Event description:
On (B)(6) 2010, a (B)(6) female pt with a brain tumor was positioned in a triad skull clamp for a posterior craniotomy. During the procedure, the pins slipped twice and she incurred a laceration which required stapling. The pt's position was not changed during the procedure. The procedure was aborted and rescheduled two days later as a result of this incident. Adult disposable pins were used. No stereotaxy unit was used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.